Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on a homechoice (hc) during dwell. The home patient (hp) stated that she had 4 bags connected and the solution was in the final bag only. The baxter technical service representative (tsr) the hp cycle power and end therapy. The hp will call the registered nurse (rn). On (B)(6) 2011, product surveillance spoke with the home patient (hp) regarding the se 2240 alarm. The hp has been continuing therapy with no further issues the next day with new supplies. There was no patient injury or medical intervention indicated at the time of the report.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.